Event description:
It was reported that an ilet device displayed charging status with a solid green charger indicator but the device battery depleted while on the charger and would not recharge, leading to inability to use the device; a replacement charger was sent and the user transitioned to backup therapy. Symptoms included no adverse clinical effects reported. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer interview and service review with troubleshooting by supplying a replacement charger to isolate the issue. Investigation of this case revealed a suspected charger or power supply malfunction. It was concluded that the event was related to a device component malfunction of the external charger, with user managed on backup therapy pending resolution.